Event description:
It was reported that the user experienced a pairing failure while attempting to start a new freestyle libre 3+ sensor with the ilet app, which was resolved by toggling the sensor connection off and on and rescanning in the app, indicating an intermittent communication issue likely related to the device¿s wireless interface or antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included interviews and analysis of the information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the electrical and magnetic components, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component-level failure.